Event description:
It was reported that during a video laparoscopic inguinal adenectomy (left side) procedure, the device closed on the inguinal lymphnode vessel and it would not open. There is no other information available at this time.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.